Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned, analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned and analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut and there was apparent explant damage. Follow up revealed that the cause of death is gangrene of right foot with associated sepsis and multi organ system failure, secondary condition peripheral vascular atherosclerosis. The last device check was (B)(6) prior to death and showed normal function of the device. The patient was not pacemaker dependant. In addition the physician indicated the death and device system were not related. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Analysis of the device and leads are in process; the results will be forwarded when available. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
An implantable pulse generator (ipg) and two leads were returned from a facility were funeral service and cremation preparation are completed. Information identified in the manufacture's data base indicated the patient died approximately two months post the implant of the ipg system. Cause of death has been requested and not received.

Manufacturer narrative:
Analysis of the leads are in process; the results will be forwarded when available. Evaluation summary: (B)(4): the device was returned, analyzed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.